Event description:
A patient with bronchopleural fistula with persistent air leak was taken to or for resection of bronchopleural fistula with talc pleurodesis. After the bleb was resected using endoscopic stapler, chest tube was placed and sewn in place. The surgeon then noted that the nozzle from the talc aerosol blew off of the cap and into the port. The nozzle could not be seen outside or inside the chest. The chest was then searched carefully with no visualization of the nozzle. Chest x-ray and CT scan were completed without visualization of the nozzle. A second surgeon was called in for assistance. Surgeon decided a thoracotomy was not warranted. The incisions were closed and chest tubes were dressed and attached to pleur-evac chest drainage system. Upon dismantling the suction irrigator, the nozzle head was found to be within the plastic hand piece of the suction irrigator. Surgeon recommends manufacturer make nozzle radiopaque.======================manufacturer response for scerosol intrapleural aerosol (per site reporter).======================doctor notified initially by director of pharmacy. Medsun reporter reported equipment failure. The lot number for sclerosol intrapelural aerosol on shelf was #0l026. Surgeon recommends manufacturer to consider making nozzle radiopaque in the future.